Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to flattened act button dome switch. Unit had minor scratched lcd window and cracked case at display window corner. No crack on lcd display noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a broken display. Customer's blood glucose level was unknown. Unable to troubleshoot. Advised insulin pump would be replaced.